Event description:
Supplemental report being submitted following completion of the lab evaluation on (B)(6) 2020. The device was used to treat the malignant biliary stricture. The delivery system was advanced through the endoscope. The physician had a plan to locate the stent across the papilla and expose its distal end to the duodenum. He squeezed the trigger at the target site, but the stent would not be deployed at all though the trigger could be squeezed (the trigger made blank shots.). Since the stent would not be deployed at all, the delivery system was removed from the patient and replaced with another size evo-fc-10-11-4-b (lot# unknown). The replacement device could be used and the stent was placed with no problem to complete the procedure. Patient outcome: there have been no adverse effects to the patient reported. Patient/event info - notes: <physician's comment> I heard abnormal sounds from the device, so I would like to know the cause of the sounds and event. <sales rep's comment> I noticed that the sheath of the device was tortuous, but I heard that the physician did not apply strong force particularly. <additional information> 1 general questions: 1-1 at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) (during stent placement) 1-2 what endoscope type and channel size was used? Olympus jf-260v 1-3 what was the position of the elevator? Was it opened or closed? (Opened) 1-4 details of the wire guide used (diameter, type, make)? Olympus visiglide2, 0.025inch 1-5 did any part of the stent contact the patient¿s anatomy when the complaint occurred? (No) 1-6 how long was the stent in the patient by the time this complaint occurred? - n/a 1-7 for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? - n/a 2 stricture information: 2-1 what was the length and diameter of the stricture? Asku 2-2 where was the stricture located in the body? - distal site of the bile duct 2-3 was there resistance felt passing wire guide through stricture? (No) 2-4 was there resistance felt passing the evolution through stricture? (No) 2-5 was the stricture dilated before stent placement? (No) 3 questions related to during insertion into patient: 3-1 was the product inspected for kinks or damage before use?(yes) 3-2 was resistance felt during insertion into patient? (No) 3-3 if yes, at what point? 4 questions related to during stent placement: 4-1 did the product fail during stent deployment or recapture? (Deployment) 4-2 was the directional button pressed during use? (Yes) 4-3 was the yellow marker kept in view during deployment? (Yes) 4-4 are images of the device or procedure available? (No)

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1707746 involved in this complaint device was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2020. In summary the following results were observed in the lab evaluation: distal end of the introducer was found bent/kinked(damaged). Handle was actuating fine, however unable to deploy the stent. Handle was opened and no defect observed. Additional lab evaluation was carried out on the 20th nov 2020 to review the broken wire protruded from the sheath. During additional lab evaluation there was no evidence of sticking wire protruding from the sheath. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1707746 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1707746; upon review of complaints this failure mode has not occurred previously with this lot #c1707746. The instructions for use IFU (B)(4) which accompanies this device, informs the user about the delivery system description: "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter." There is evidence to suggest that the customer did not follow the instructions for use. From additional information provided, 0.025 inch wire guide was used. Root cause review: a definitive root cause can be attributed to user error, as the user didn't follow the instructions for use. From additional information received, 0.025 inch wire guide was used, this may have contributed to the distal end of the introducer becoming bent/kink, which subsequently led to stent deployment issues. From images provided, there was a wire sticking out from the sheath at about 12cm from the distal end. It is possible that while the 0.025 inch wire guide was used, this may have contributed to the distal end of the introducer becoming bent/kink (damaged) due to not enough support and the wire breaking and sticking out from the sheath, which subsequently prevented the sheath from being retracted and led to stent deployment issues. As per physician's comment "I heard abnormal sounds from the device, so I would like to know the cause of the sounds and event.". A definitive root cause of the sound could not be determined as the circumstances of use cannot be replicated in the laboratory. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, there have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used to treat the malignant biliary stricture. The delivery system was advanced through the endoscope. The physician had a plan to locate the stent across the papilla and expose its distal end to the duodenum. He squeezed the trigger at the target site, but the stent would not be deployed at all though the trigger could be squeezed (the trigger made blank shots.). Since the stent would not be deployed at all, the delivery system was removed from the patient and replaced with another size evo-fc-10-11-4-b (lot# unknown). The replacement device could be used and the stent was placed with no problem to complete the procedure. There have been no adverse effects to the patient reported.